Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event month and day unknown. Only year (2017) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device stayed closed after stapling. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Batch number: p55l39. Investigation summary: the analysis found that one sc60a device was returned with the closure trigger broken and in the open position. In addition, an ecr60g cartridge reload present. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device history lot: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.